Manufacturer narrative:
Evaluation methods, results and conclusions: the fractured portion of the implant (o-ball end) was returned to 3m espe for evaluation and it was determined that the fracture was torsional in nature. The density of the patient's bone may have contributed to this situation, as the dentist may have been using additional force to place the implant. However, without the record of the torque value at the time of fracture, it is not possible to ascertain with certainty.

Event description:
Dental professional reported to 3m espe on (B)(6) 2013, that the o-ball of an implant fractured during placement in dense (d1 or d2) bone. At the time of the implant fracture, the dentist was using a torque-measuring wrench; however, he did not record the torque value. The patient, who was described as an older male, was referred to an oral surgeon who surgically removed the fractured portion of the implant; additional details on the removal process were not provided to 3m espe. The patient is reported as fine.